Manufacturer narrative:
Concomitant medical products 5076-45 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited oversensing and reproducible noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.